Event description:
Caller reported inform system blood glucose results: (B)(6) 2011 at 2:01 a.m. Fingerstick with inform system 1 was 159 mg/dl (B)(6) 2011 at 4:25 a.m. Fingerstick with inform system 1 was 157 mg/dl (B)(6) 2011 at 7:46 a.m. Fingerstick with inform system 1 was 82 mg/dl (B)(6) 2011 at 7:52 a.m. Fingerstick with inform system 2 was 139 mg/dl (B)(6) 2011 at 7:55 a.m. Fingerstick with inform system 2 was 134 mg/dl reported no treatment, no adverse event. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).